Event description:
Patient complaint of pain and shoulder discomfort in her neck after using mediport placed (B)(6) 2023. This area was examined under fluoroscopy and found to have compromise of the tubing at the insertion site of the internal jugular vein or thereabouts. Fracture in the tubing at the bend in the tubing at the insertion site of the internal jugular vein. Upon removal of the port hub and examination, we could see that there was a fracture in the mediport tubing at about the location of the band which would have been the insertion site at the right ij.